Event description:
The MFR received info from a third party service center alleging a ventilator emitted a burning smell when powered on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. A thermal event was identified on the device's system board. The device's system board was replaced to address the issue. The thermal event was confirmed to this area and did not damage or enter the air path.